Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using non-tandem wall power adapter in an attempt to charge the pump. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. The customer continued to use the pump for insulin therapy.